Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar complaints reported from this lot. Based on the information reviewed, the reported unintended movement (dc shaft positioning) was due to the reported failure to follow steps/instructions which in turn was due to the user deviating from the mitraclip instructions for use (IFU). It should be noted that the mitraclip ntr/xtr system IFU states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. The reported cardiac arrest and pericardial effusion appear to be related to procedural conditions. The reported death appears to be a cascading effect of the reported pericardial effusion. The reported patient effects of death, cardiac arrest and pericardial effusion as listed in the mitraclip IFU, are known possible complications associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional device referenced in b5 is filed under a separate medwatch report number.na

Event description:
This is being filed to report the pericardial effusion, cardiac arrest, additional therapy and subsequent patient death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Imaging was difficult due to the tilted and rotated heart. The clip delivery system (cds) was advanced and placed at a2p2. During multiple attempts to place the clip more medial, the gripper line broke. Troubleshooting was performed and the clip and cds were removed without issue. A second cds was advanced however was moving lateral instead of medial due to the cds wrongly keyed; therefore the cds was removed. The cds was then re-inserted however the patients cardiac output dropped and a pericardial effusion was noted. The patient went into arrest; medication was administered, de-fibrillation and pericardiocentesis were performed; however, the patient expired. No additional information was provided.